Event description:
A health care professional via a manufacturer representative reported a consumer's implantable neurostimulator (ins) depleted too rapidly and wondered about a possible defect. The ins's previous settings were unknown. The current settings were 2 v l/r, 160 hz, 80 pw (est.), 1000 ohms for both and resulted/estimated longevity was about 4.5 years. This was same/similar to physician who requested longevity immediately after implant. The ins was currently at eri (elective replacement indicator) and needed replacement. Additional information received from the representative reported that through troubleshooting a short at 0 and 1 (32 ohms) was discovered from a couple different programming sessions. The consumer's voltage was also increased from 2.5 v to 4 v, which would indicate the short was affecting her therapy. Indication for use included movement disorders.

Event description:
Additional information received from the manufacturer representative (rep) reported that a replacement surgery was performed and they were able to fix the short by replacing the extension and battery. All impedances were normal, and it was determined that an over tightened set screw caused the short that depleted the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.